Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the backup battery failed testing, will not charge. No patient harm reported.

Manufacturer narrative:
Contact office correction: (B)(4). None; attempts were made to reach the customer to ascertain the status of the repair and the disposition of the device, but there has been no response. The root cause of the customer's issue could not be determined.

Event description:
The customer reported the backup battery failed testing, will not charge. No patient harm reported.